Event description:
It was reported that the customer received a compromised force sensor system alarm. Insulin squirted out during the manual prime process. The customer's blood glucose level was 167 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, basic occlusion and occlusion test. No compromised force sensor system alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.